Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no, d10: returned to manufacturer on: na. H1: device return to manuf .? No. H6: investigation summary: samples for this complaint were sent by the customer; however, we are unable to locate them at this time, shipment has been suspended of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin during use. The following information was provided by the initial reporter: "caller reported that the syringe is leaking from the back of the syringe on (B)(6) 2020. Insulin is leaking near back plunger of syringe and wasted a lot of insulin."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked insulin during use. The following information was provided by the initial reporter: "caller reported that the syringe is leaking from the back of the syringe on (B)(6) 2020. Insulin is leaking near back plunger of syringe and wasted a lot of insulin."